Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor left ventricular (lv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2000 ohms. Oversensing and increased in threshold were also observed. Programming on different lv configurations was performed as discussed by boston scientific technical services (ts) which eliminated oversensing. Further, the patient had diaphragmatic stimulation with lv lead configuration in lv tip to can and noted paced rate increased, thus it was change to lv tip to ring. Subsequently, a new competitor lv lead was implanted; loss of capture (loc) at 7 volts was observed. The health care professional (hcp) stated that the device was set to dual configuration and were getting good capture and impedance at 393 ohms when going lv tip to can. The patient felt some fatigue and shortness of breath (sob) since the procedure. Additional information was received indicating that the device was explanted 4 years later for an unspecified reason. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.